Manufacturer narrative:
On 05-jun-2023, bridges consumer healthcare received additional information from (B)(6)p.a. Received the information on 31-may-2023. Follow-up information received on 31-may-2023 from qa department. Complaint number: (B)(4). Batch#: dk2622, brand code/sku#: f00573300606x, product count: (B)(4) count, date of manufacture: 13-feb-2020 to 20-feb-2020, expiry date: 2023-01-31, quantity released: (B)(4) cartons. Batch: dk2622 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), manufacturing electronic system (mes) records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. An evaluation of the complaint history confirms that this is the first complaint for the subclass adverse event safety request for investigation received at the albany site requiring an evaluation of this batch. A 36-month trend analysis has been conducted for subclass adverse event safety request investigation complaints including known and unknown lot numbers. The records search returned a total of 13 complaints for the neck shoulder and wrist 12hr products during this time period, for the subclass for all adverse events (including burns). The search described in the investigation summary takes into consideration all adverse events. This search was not specific to burns only, therefore it is not intended to be used for determining similar incidents as per mir help text of the commission. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. Based on this search, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw12hr. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). There are mitigation's in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). During the investigation of this complaint: (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and the occurrence rate is low, there is no change needed to the risk documentation as a result of this investigation. Criticality: minor. Based on the information provided, the event of burns blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare neck shoulder wrist 12 hour mentions that burns blister could be an adverse event of this medical device. Temporal association adverse event medical device is plausible. Based on the information provided the causal relationship between thermacare neck shoulder wrist 12 hour and adverse event is considered as possible. Batch: dk2622 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received requiring an evaluation of this batch. The complaint was evaluated to identify a potential trend for the lot and subclass. A trend does not exist for this lot. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or wrap variable defects recorded for the batch. Considering the current information available for this complaint it is not possible to determine a root cause.

Event description:
The following information was provided to bridges consumer healthcare on 16-may-2023 from angelini s.p.a. Who received the report on 04-may-2023. The verbatim of the report is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 04-may-2023 from a consumer/other non-health professional through diamed (de2808). This case report concerns a 36 years-old female patient, who applied thermacare neck shoulder wrist 12 hour (batch number dk2622, expiry date unknown) for neck pain. Concomitant medications and medical history were unknown. On (B)(6) 2023, after thermacare neck shoulder wrist initiation, the patient experienced burn blister. She had administered the heat wrap directly on the skin for about 9 hours in order to treat her neck pain. Outcome: burn blister: unknown. The action taken in response to the events for thermacare neck shoulder wrist was unknown. Follow up received on 08-may-2023: according to the patient. The outer box was already thrown away. However she provided us with a photo of the primary package material when we were requesting the batch number. Due to that photo and the demonstration of the product on the primary package material, the thermacare nsw for 12 h can be assumed. Angelini medical assessment: the pi of thermacare neck shoulder wrist 12 hour mentions that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist 12 hour and burns blister is considered as possible. The overall assessment for this case is serious/labeled/possible.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The anticipated date of the next report is 23-jun-2023.